Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was identified during an internal review of data from implantable cardiac monitor (icm) transmissions that on the day of the implant procedure, the icm exhibited a partial electrical reset. The device remains in use. No patient complications have been reported as a result of this event.